Manufacturer narrative:
Per tandem's user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used humalin u-500 insulin and tandem's technical support educated customer on cartridge/insulin labeling. Customer's blood glucose was 388 mg/dl. Reportedly, the supplies were changed to address the event.